Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon receipt, the outer shipping box, lead product packages, and catheter product package were destroyed. The lead and catheter packages were broken, crushed, and the corners were dented. The leads and catheter were not used. No patient complications have been reported as a result of this event.